Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Customer was able to resume insulin therapy and declined further assistance from tandem technical support. Customer's blood glucose level was 149 mg/dl.